Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon (rcd) due to high out of range shock impedance measurements. The patient was advised to follow up with the clinic for any medical-related questions. The issue was considered resolved. No adverse patient effects were reported. This ICD remains in service.